Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10015012 lot number 23045396 was performed. There was one quality notification related to leakage that could have resulted in this failure. The suspected defective materials were quarantined and destroyed. Without a sample for investigation, it is unknown if this is the cause of customer's reported failure.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ burette infusion set leakage occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by customer that filter aspect was leaking (slow) and leaking spot on bed sheets. When touching the filter site it was sticky and wet.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ burette infusion set leakage occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by customer that filter aspect was leaking (slow) and leaking spot on bed sheets. When touching the filter site it was sticky and wet.